Event description:
It was reported that, during a shoulder arthroscopy, while the punch tap was punched into the bone, it broke off. The broken pieces was removed with an arthroscopic grasper. According to the surgeon, it was a normal bone quality. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tip of the device is broken. Product was out of the original packaging. No packaging returned. A review of the customer provided images shows a punch tap with a broken tip. A functional evaluation cannot be conducted due to damaged device. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. A clinical review states undated photos of the device were provided for review and confirms the reported breakage. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.